Event description:
On (B)(6) 2012, the patient contacted animas for assistance with recurring loss of prime warnings. During troubleshooting, the patient reported that the pump dispensed insulin during the load step. There is no adverse event associated with this complaint. This complaint is being reported based on the allegation of a load step malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "pump not primed" and "no cartridge detected" warnings in the black box. The pump was received for investigation with visible moisture in the display. A rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and found to be out of calibration. A leak test was performed and revealed a case leak; a crack was observed in the pump case near the top right corner of the display. The pump was opened for investigation and revealed moisture damage on the printed circuit board and in the force sensor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.